Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is delayed in responding to presses. Reportedly, the customer has to press the touchscreen multiple times for the pump to respond. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.